Event description:
Customer reported via phone call to have received a motor error alarm and off no power. Customer's blood glucose was 270 mg/dl. During troubleshooting, it was found that customer was exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with blank display due open driver at lcd board and high idle current due to faulty electrical component at mother board. Unable to verify motor error alarm or motor position encoder error alarms, off no power alarm and low battery alarm due to blank display. Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.